Event description:
The nurse was using a patient lift with a faulty control pendant. She had inserted an ink pen into the emergency controls and moved the patient. According to her the lift became stuck in the lowering position and almost came in contact with the patient.